Manufacturer narrative:
The reported device, intended to be used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual evaluation shows no electrodes erosion. No manufacturing abnormalities were observed. During functional evaluation the fuse resistance was measured and registered 1,049 ohms prior to activation and this indicated a blown fuse. The wand was connected to a compatible quantum 2 controller and registered an e7-error. The error e-7 was by-passed using a fixture box. The error was by-passed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint was not confirmed as an e-4 error was not observed. Factors that could have contributed to the reported event include: an e4 will occur if the generator detects a power spike. The output is deactivated in order to protect the wand and generator from excessive power delivery. The power spike could be the result of a wand short or the wand striking a conductive surface with the electrode. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during set up for anterior cruciate ligament reconstruction, when the "ambient supermultivac 50° ifs wand" was inserted into the quantum controller, it showed an error e4. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.